Event description:
It has been rpeorted that one device had a leak in the stomach balloon prior to use and another two devices developed leaks in the same place after insertion. Several telephone calls to the hosp have been made to obtain further info. No success as yet.